Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case close complete 8100 unit serial # (B)(4). Resolve case by first explain the error has to do with the main board on unit before call in they had already replace the main board and still get same issue but the board was replace with a third party company they purchase the board which is not allow on our units, explain to customer he can order the board from us or send unit in for repair. But he cannot send unit in with third party parts on the unit. It will be sent back un repair. Confirm price for level 1 & level 2 repair services turn case over to cad... 2018-043571 279989 nieves garcia spec 1, complaint mgmt complaint management nieves.garcia@bd.com 0020 pacific mesa blvd, san diego, california 92121 us 8100 unit serial # (B)(4). Customer called in for help on 8100 unit has a error code 211-2000 which has to do with an unspecified communication error. Which has to do with the logic board has to be replace. Before call in customer had already replace logic board on unit and still get same error they are use parts from here. No third party parts. Advise customer he will have to send unit in for repair services. Gave customer prise quote for repair level 1 & level 2 quote and what each level covers.